Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that after the patient's backup system controller was upgraded, the patient's primary system controller was exchanged with his backup system controller so that the primary controller could be upgraded. When the patient was connected to the backup system controller the pump did not start, the flow read 0.0, and the patient experienced chest pain. The patient was connected back to his primary system controller.

Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Device evaluation: the report that the patient's pump did not start after updating the software version of the system controller was confirmed based on the evaluation of the returned system controller. A test pump connected to the returned system controller did not start during the evaluation. The pump vibrated as it attempted to run and then started alarming as if the driveline was disconnected. Further evaluation of the returned system controller revealed a compromised signal trace in the circuitry of the internal printed circuit board (pcb). The observed printed circuit board issue was addressed within the manufacturer's corrective and preventative action system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.